Event description:
Information received indicates the bed has no head up function.

Manufacturer narrative:
The technician found the head up valve was sticking. The technician replaced the valve to repair the bed.